Event description:
It was reported in a literature publication that a patient underwent an l4-l5 microdiscectomy and subsequent l4-l5 mis tlif using rhbmp-2. The patient had a period of relief of radicular symptoms; however, approximately 1 year after the mis tlif procedure, the patient began having recurrent and progressively worsening radicular symptoms. Magnetic resonance imaging and computed tomography scan demonstrated a significant ectopic intracanal ossification, replicating and appearing like a "pedicle," tracking along the interbody cage insertion path.

Manufacturer narrative:
Literature article citation: lehman et al. Symptomatic ectopic intracanal ossification after transforaminal lumbar interbody fusion with rhbmp-2. The spine journal: 2012 jun 7. (Doi:10.1016/j.spinee.2012.05.005). (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.